Event description:
Healthcare professional reported "explanted prosthesis". Healthcare professional later reported "rupture", capsular contracture baker grade ii and "silicone granuloma". Capsulectomy was performed. This record is for the right side. The device was explanted.

Manufacturer narrative:
Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: rupture.